Manufacturer narrative:
The pump was received with moisture damage on electronics assembly, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and display window missing noted. The pump was received with no button response due to moisture keypad traces.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer's pump fell into the toilet, and there is water present under keypad and screen. The customer's blood glucose level at the time of incident was 239mg/dl. The customer states there are cracks on the pumps case. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis.